Event description:
It was reported by (B)(6) that the small battery drive device did not function. According to the report, after ten uses, it was observed that the device started to lose power more quickly than usual. It was further reported that after the twelfth use, the device stopped performing completely. It was not reported if the device was used in surgery, or if there was patient involvement. However, it was reported that the device was mainly used for tibial plateau leveling osteotomy surgeries. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: contact number (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was seized, rough running and had no function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.